Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Functional testing identified that the aiming beam light was distorted. Also, when the fiber was connected to the console it read: error # 67, expired. Treatments used: 1 treatments left: 0. Microscope inspection identified that the connector was in good condition. However, it was observed that the fiber tip was damaged/broken. It is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber tip damage. Device history record review was completed, and it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. A risk review of the slimline sis ez hazard analysis was completed and confirmed that the event of laser would not recognize fiber was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all information available, the reported allegation of the fiber not being recognized was not confirmed. The fiber had signs of usage and was recognized by the console during analysis reading that the fiber had been used. However, during analysis it was observed that the fiber tip was broken/damage. Therefore, an investigation conclusion code of device problem excluded was assigned to this investigation.

Event description:
It was reported that during procedure the console did not recognize the fiber. The procedure was completed using another fiber. There were no patient complications. Analysis of the returned fiber identified that the fiber tip was broken.